Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after the clip was deployed the device could not be removed from the pt artery. The device was cut into two pieces at the proximal section, above the skin level. An ultrasound showed the clip was between the vessel and skin level; however, no bleeding was observed. The clip was surgically removed and the vessel was surgically closed. The pt was hospitalized for an additional 3 days. There were no reported adverse pt sequelae. No additional info was provided.